Manufacturer narrative:
Manufacturers ref. No: (B)(4). The initial reporter phone and email address are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure with the target located in the right middle cerebral artery (mca), the 5mm x 33mm embotrap ii revascularization device (et007533 / 20m084av) was pushed out through the distal end of the headway¿ 21 microcatheter (microvention). On the third pass, the embotrap ii device would no longer go through the hub of the headway microcatheter. A second headway microcatheter was used but the same issue was encountered; the embotrap ii device could not be loaded into the second microcatheter. It was reported that there was no loss in target position because another device had to be open. The embotrap ii device did not appear damaged, it looked intact. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained through the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. Force was not applied to the device. The reported issue resulted in an approximately 10-minute delay in the procedure, the delay allowed for the physician to try the nimbus geometric clot extracter (cerenovus) and enough time to reach the thrombus again. The procedure was successfully completed with the nimbus device. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap ii device identified deformation of the proximal struts and the struts of the distal cone of the outer cage of the embotrap ii device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e., kinked proximal struts and struts of the distal cone of the outer cage is consistent with attempted delivery into a microcatheter against significant resistance. Previous investigations of similar events have demonstrated that a probable cause of similar device damage which results in a failure to advance through the microcatheter is a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). The returned embotrap ii device was successfully passed through a 0.0195-inch tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. Device insertion and delivery assessments were performed using the returned embotrap ii device and a sample headway 21 microcatheter. The returned embotrap ii device failed to deliver into the lumen of the headway 21 microcatheter, confirming the initial complaint event. A sample undamaged embotrap ii device was successfully delivered through the same sample headway 21 microcatheter, indicating that failure to deliver was a result of damage and deformation to the embotrap ii device. Kinking of the struts of the distal cone was observed during delivery attempts of the returned embotrap ii device. A review of the manufacturing documentation associated with this lot (20m084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during this complaint was not possible as the microcatheter used during the procedure (headway 21) was not returned for investigation. Based on previous investigations of similar device damage and failure to load into the microcatheter it is determined that a probable root cause is the rotating hemostasis valve (rhv) seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. It was reported that two successful passes were carried out with the returned embotrap ii device prior to the complaint event, therefore it is probable that kinking of the proximal struts and struts of the distal cone of the outer cage occurred during the initial failed delivery attempt, and this kinking prevented delivery of the device in further attempts, the damage to the device may have increased during the repeated failed attempts to deliver. There is no indication that this complaint was as a result of a defect with the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure with the target located in the right middle cerebral artery (mca), the 5mm x 33mm embotrap ii revascularization device (et007533 / 20m084av) was pushed out through the distal end of the headway¿ 21 microcatheter (microvention). On the third pass, the embotrap ii device would no longer go through the hub of the headway microcatheter. A second headway microcatheter was used but the same issue was encountered; the embotrap ii device could not be loaded into the second microcatheter. It was reported that there was no loss in target position because another device had to be open. The embotrap ii device did not appear damaged, it looked intact. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained through the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. Force was not applied to the device. The reported issue resulted in an approximately 10-minute delay in the procedure, the delay allowed for the physician to try the nimbus geometric clot extracter (cerenovus) and enough time to reach the thrombus again. The procedure was successfully completed with the nimbus device. The complaint device was returned for evaluation. During the visual and microscopic inspections of the returned device, there was evidence of a strut kink on one of the proximal struts of the outer cage. There was also evidence of deformation of the struts of the distal cone of the outer cage. Based on the product analysis on 05 august 2021, this event has been deemed MDR reportable as a malfunction.